Event description:
It was reported that the customer passed away. The caller stated that the customer was killed in a motorcycle accident; the customer was riding the motorcycle and ended up hitting a tree. The customer passed away upon impact. The customer was wearing the insulin pump at the time of death. The caller stated that the insulin pump was never recovered from the site of the accident. Hence, the device information could not be verified at the time of the phone call. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. The customer did not use sensors. The caller also stated that the customer had heart disease; he had stent in his heart.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.